Event description:
A us distributor reported the monitor had bent pins.

Manufacturer narrative:
During investigation of the monitor, the battery connector pins were bent. The root cause for the bent pins could not be determined. No adverse event resulted from the damaged monitor.